Event description:
The facility is reporting that during a shoulder procedure, a ceramic portion from the distal tip of the electrode broke off into the pt. The surgeon attempted to irrigate the fragment out of the shoulder, but is unsure if it was removed. He could not find the fragment with the scope. The procedure was extended for about an hour. The case was completed using another same-like device with no further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failure produced in a lab environment by the application of excessive mechanical force. Furthermore, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 540 devices that were released to distribution. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. It is unk whether or not the broken fragment was removed from the body, therefore, it is possible that pt injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause outside of our initial hypothesis, a follow-up report will be filed.